Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that an hd patient utilizing combiset bloodlines experienced blood loss due to bloodlines that became damaged during an hd treatment. Additional details were provided upon follow-up with a patient care technician (pct) from the hd facility. It was reported that two combiset blood leaks had occurred during this patient's hemodialysis (hd) treatment, and that both devices were from the same lot. The first blood leak occurred approximately 60 to 90 minutes after the start of treatment. No alarms were noted. While the operator checked the patient's blood pressure, they noticed blood leaking externally from the blood pump. They clamped the lines and stopped the treatment to verify where the leak was coming from. Upon closer inspection, a visible tear was noted in the tubing. The patient's blood was not returned resulting in an estimated blood loss of approximately 350 ml. The same machine was reset with new supplies, and the patient was on treatment for approximately 30 to 40 minutes until an additional blood leak was noted from the same area. An additional tear was noted at the segment of the bloodline tubing that inserts into the blood pump. The machine did not alarm, and the patient¿s estimated blood loss from the second event was approximately 600 ml. The patient reported feeling weak and their treatment was discontinued. No other symptoms were reported. Per standing orders, the patient was administered intravenous saline at an unspecified volume and ordered to rest for about 30 minutes, presumably during an observation period by the clinician. The machine was pulled from the floor and evaluated by a qualified biomedical technician. There was no deficiency or malfunction noted in the machine evaluation. It was affirmed that it was not the blood pump rotor that caused damage to the bloodlines. The machine did not require any repairs and was returned to service. The patient went home after recovering and did not require any further medical intervention. The patient returned to the clinic for their next regularly scheduled treatment without incident. It was confirmed that there were no leaks during the prime, and there had been no changes or disruptions in pressure that could have caused the blood leaks. The samples were unavailable to be sent back for evaluation as they were reportedly discarded. This report captures the second leak.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing combiset bloodlines and the adverse event of blood loss, resulting in weakness and the need for fluid replenishment. The patient¿s total blood loss was approximated at 950 ml or considered 17% of blood volume for an average adult male. The device was checked by a competent technician and found without fault. As a result, the source of the tear in the combiset bloodlines resulting in a blood leak remains unknown. The patient was treated for weakness, presumably from moderate hypovolemia, per clinic protocol with crystalloids as they recovered without the need for an advanced level of care. In the absence of a confirmed source of the tear or product evaluation of the bloodlines, a cause cannot be established; however, it can be confirmed the patient blood loss was the direct result from a product deficiency. Regardless, blood loss during hd therapy is a known and an anticipated complication that varies in severity and causality as detailed in the combiset bloodlines instructions for use. Based on the available information, an allegation exists that stated the patient¿s blood loss was due to a product deficiency; however, there is no objective evidence that demonstrates the root cause of the tear in the bloodlines as of this reporting.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that an hd patient utilizing combiset bloodlines experienced blood loss due to bloodlines that became damaged during an hd treatment. Additional details were provided upon follow-up with a patient care technician (pct) from the hd facility. It was reported that two combiset blood leaks had occurred during this patient¿s hemodialysis (hd) treatment, and that both devices were from the same lot. The first blood leak occurred approximately 60 to 90 minutes after the start of treatment. No alarms were noted. While the operator checked the patient¿s blood pressure, they noticed blood leaking externally from the blood pump. They clamped the lines and stopped the treatment to verify where the leak was coming from. Upon closer inspection, a visible tear was noted in the tubing. The patient¿s blood was not returned resulting in an estimated blood loss of approximately 350 ml. The same machine was reset with new supplies, and the patient was on treatment for approximately 30 to 40 minutes until an additional blood leak was noted from the same area. An additional tear was noted at the segment of the bloodline tubing that inserts into the blood pump. The machine did not alarm, and the patient¿s estimated blood loss from the second event was approximately 600 ml. The patient reported feeling weak and their treatment was discontinued. No other symptoms were reported. Per standing orders, the patient was administered intravenous saline at an unspecified volume and ordered to rest for about 30 minutes, presumably during an observation period by the clinician. The machine was pulled from the floor and evaluated by a qualified biomedical technician. There was no deficiency or malfunction noted in the machine evaluation. It was affirmed that it was not the blood pump rotor that caused damage to the bloodlines. The machine did not require any repairs and was returned to service. The patient went home after recovering and did not require any further medical intervention. The patient returned to the clinic for their next regularly scheduled treatment without incident. It was confirmed that there were no leaks during the prime, and there had been no changes or disruptions in pressure that could have caused the blood leaks. The samples were unavailable to be sent back for evaluation as they were reportedly discarded. This report captures the second leak.